Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their right ventricular lead exhibiting noise. No other anomalies were found. The lead was explanted and replaced. The patient was stable before, during, and after the procedure and would continue to be monitored.

Manufacturer narrative:
A partial lead with the distal tip of the lead was returned for analysis. Internal insulation abrasions were noted at 17.4 cm to 18.3 cm, 20.1 cm to 20.5 cm, 23.4 cm to 23.9 cm, 3.4 cm to 3.5 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were also noted at 9.4 cm to 10.8 cm and 3.9 cm to 4.6 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of lead noise. Other damage found was sustained during the surgical procedure.